Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during procedure, the physician successfully cannulated the ampulla in the bile duct using this device. When he was about to perform a sphincterotomy which was intended to cut the ampulla, the cutting wire broke from the top portion of the device. Reportedly, no part was detached inside the patient. Additionally, it was reported that they were attempting to cut through abnormal tissue as the papilla had ampullary stenosis. The procedure was completed with a second dreamtome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the cutting wire was broken and blackened. Additionally, the distal tip and the working length at distal section were found damaged (split/torn). The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Furthermore, the damaged distal tip and damaged working length are known issues caused during manipulation of the device or due to the interaction with the endoscope or with other devices. Therefore, the most probable cause of complaint is adverse event related to procedure, the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during procedure, the physician successfully cannulated the ampulla in the bile duct using this device. When he was about to perform a sphincterotomy which was intended to cut the ampulla, the cutting wire broke from the top portion of the device. Reportedly, no part was detached inside the patient. Additionally, it was reported that they were attempting to cut through abnormal tissue as the papilla had ampullary stenosis. The procedure was completed with a second dreamtome rx 44. There were no patient complications reported as a result of this event.